Event description:
It was reported that during a laparoscopic cholecystectomy the clip scissored and on subsequent "test firings" outside the patient, clips intermittently jammed in inistrument and scissored. There was no patient consequence.